Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was admitted from home on (B)(6) 2016 with complaints of melena for 2 days. Labs on admission: inr 1.6 and hgb 8.7 (down from 10.4). Patient has no significant past medical history for gi bleeding. After admission, the gi team was at bedside interviewing the patient when he fell back onto the bed and had a syncopal episode. The patient came too pretty quickly but a rapid response was called anyway. The patient was started on dopamine for a bp in 40-50s, and he was transfused 1 unit packed red blood cells (prbcs). He was moved to the ICU for close monitoring. The gi team recommended an upper endoscopy (egd) when stable. The following day, the patient had a repeat syncopal episode which lasted 5-10 seconds. At that time, the patient had some low flow alarms, but no suction was noted. The syncope was likely due to hypovolemia related to the gi bleed. Once the patient stabilized, his hgb had also stabilized so the gi team decided to forego the egd. The patient was discharged home on (B)(6) 2016. His anticoagulation regimen was changed to aspirin 325mg daily and warfarin with an inr goal of 2.0-2.5. To date,  the patient is doing well at home with no further bleeding or syncopal episodes.